Event description:
This unsolicited case from united states was received on 20-dec-2017 from a patient. This case concerns a (B)(6) year old male patient who received treatment with synvisc one and later after unknown latency had had to use a walker to get around, flu like symptoms, had to miss work, red swollen knees/ left knee swelling, red swollen knees and left knee pain. No concomitant medication or concurrent condition was provided. The patient had past treatment with synvisc one (shot 5-6 times with no issues). The medical history included: stage 4 renal disease (it was almost that he was septic). On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection (dose: unknown) once for bone on bone in his left knee. On an unknown date in (B)(6) 2017, the patient had had pain, swelling and hurts everywhere. It was reported that the patient's healthcare professional did not think it was infection because his symptoms were a little better, he did not have a fever and did not feel it was necessary to get a fluid sample. On an unknown date in (B)(6) 2017, the patient had been white, pale, sore and extremely exhausted. Normally the patient was very active. It was reported that the patient had to miss work last week because of the symptoms he was experiencing. It was reported that the patient planned for replacement of his left knee next year due to bone on bone. On an unknown date in (B)(6) 2017, the patient had a reaction to a synvisc one injection that he's never had before. On an unknown date in (B)(6) 2017, the patient had to use a walker to get around when he normally plays golf. He doesn't know if he was injected with the recalled lot. On an unknown date in (B)(6) 2017, the patient had red swollen knees and body aches and he thought he had the flu. The doctor he saw told him it wasn't the flu but it was all the flu like symptoms. Corrective treatment: had to use a walker to get around for "had to use a walker to get around" (walking difficulty); not reported for rest of the events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: disability for had to use a walker to get around. Pharmacovigilance comment: sanofi company comment for dated 28-dec-2017: this case concerns a patient who has received synvisc one injection and had to use a walker to get around. The event is temporally related to device and therefore complete causal relationship cannot be denied. However, patient's underlying disease of renal disease stage-4 with advancing age of the patient can be a possible confounder for the same.

Event description:
Based on additional information received on 26-jan- 2018, this case became medically confirmed (from physician) this case was cross reference with case ID: (B)(4) (same patient) this unsolicited case from united states was received on 20-dec-2017 from a patient. This case concerns a (B)(6) year old male patient who received treatment with synvisc one and later after unknown latency had to use a walker to get around/ required a walker to move around/could barely move, unable to bear weight, painful range of motion, experiencing clicking, flu like symptoms, had to miss work/spent three days out from work, red swollen knees/ left knee swelling/ severe swelling/ inflammed, red swollen knees/red inflamed/seemed to be getting worse, slight increased warmth and left knee pain/pain/extreme pain in left knee got worse, little bit effusion. Also, device malfunction was identified for the reported lot number. Patient had acl (anterior cruciate ligament) reconstruction back in the 90s on his left knee by doctor. The patient had past treatment with synvisc one (shot 5-6 times with no issues). Patient had previous synvisc one injections on (B)(6) 2013, (B)(6) 2014, (B)(6) 2014, (B)(6) 2015, (B)(6) 2015, (B)(6) 2016 and (B)(6) 2017. The medical history included: stage 4 renal disease (chronic) (it was almost that he was septic), problems with both knees and had right knee replaced surgically (in 2016), right shoulder surgery for torn rotator cuff, gastric bypass (2009) and anterior cruciate ligament (acl) and lateral collateral ligament (lcl) repair (in 2000). Patient injured his knee around (B)(6) 2013 playing basketball and golf. Patient was allergic to quinolones (hives). Concomitant medications included calcitriol, sevelamer carbonate, chlortalidone (chlorthalidone), nebivolol hydrochloride (bystolic), lisinopril, vitamin supplements, terazosin hydrochloride, nifedipine, hydrocodone bitartrate/paracetamol (hydrocodone w/acetaminophen), ergocalciferol (vamin d2), ascorbic acid (vitamin c), methocarbamol and sodium bicarbonate. Concurrent condition included decreased kidney function and gout. Patient had localized, primary osteoarthritis ((B)(6) 2014), had high blood pressure ((B)(6) 2015), pain in joint, shoulder region ((B)(6) 2015) and sprain of rotator cuff capsule on (B)(6) 2015. Patient had acromioplasty open partial w or wout coracoacromin for sprain of rotator cuff capsule (right shoulder) on (B)(6) 2015. Patient had primary osteoarthritis of left and right knee ((B)(6) 2015). Patient had left knee pain/ constant pain. Patient had a right total knee arthroplasty done by doctor on (B)(6) 2016 and he was doing well. Patient did well with these synvisc one injections in his left knee and at some point know that he would have a knee replacement. It was reported that problem was unchanged. Patient rates his current pain as 3/10. The patient has more pain if he tries to golf or dance. His knee hinders doing these type of activities. Synvisc one injections were helpful but really only last approximately 1 month. Patient had family history: father had stroke and cardiovascular disease. Patient had former smoker. Patient had a history of alcohol use (2 drinks consumed weekly). Patient had vision loss. Patient had environmental allergies. Physical exam showed: neurovascularly intact. Gross sensation was intact. Skin was normal. No erythema or no ecchymosis and there was a mild effusion in his left knee. Patient had no stroke, heart disease, asthma, copd, kidney and thyroid disease, seizures, (B)(6), gout, rheumatoid disease, diabetes, cancer, ulcers, osteoarthritis, bipolar disease, depression, (B)(6). Procedure: it was reported that the site was prepared using aseptic technique with povidone-iodine. Left knee joint aspiration and injection was performed with ethyl chloride for anesthetic. A 21 gauge needle was used. Placement confirmed by manual palpation. 12 ml of serous fluid were withdrawn. It was reported that triamcinolone acetonide (kenalog-40) and bupivacaine hydrochloride (marcaine) were injected. Adhesive sterile dressing used. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection (dose: unknown; lot number 7rsl021) once for osteoarthritis of left knee. Patient well tolerated the procedures without any complications. Patient was in extreme pain in the left knee and it got worse over the weekend. On an unknown date in (B)(6) 2017, the patient had had pain, swelling and hurts everywhere. Patient was unable to weight bear. It was reported that the patient's healthcare professional did not think it was infection because his symptoms were a little better, he did not have a fever and did not feel it was necessary to get a fluid sample. On an unknown date in (B)(6) 2017, the patient had been white, pale, sore and extremely exhausted. Normally the patient was very active. It was reported that the patient had to miss work last week because of the symptoms he was experiencing. It was reported that the patient planned for replacement of his left knee next year due to bone on bone. On an unknown date in (B)(6) 2017, the patient had a reaction to a synvisc one injection that he's never had before. On an unknown date in (B)(6) 2017, the patient had to use a walker to get around when he normally plays golf. He doesn't know if he was injected with the recalled lot. On (B)(6) 2017, the patient called to complain about pain. On an unknown date in (B)(6) 2017 (probably (B)(6) 2017), the patient had red/ inflamed swollen knees and body aches and he thought he had the flu. It seemed to be getting worse. The doctor he saw told him it wasn't the flu but it was all the flu like symptoms. Patient spent three days out form the work as he could barely move. On (B)(6) 2017, the patient visited the office to see doctor. Patient stated that the symptoms have been acute traumatic and began 2 weeks ago. The symptoms occur constantly. The pain was described as aching and sharp. Patient stated taht he was here due to the synvisc one injection. Patient stated he missed 3 days of work with flu like symptoms. Patient stated his knee hurted more now than it did before the injection. Patient stated taht he also has kidney issues and wanted to be sure this did not affected him. Patient rated his current pain as 6/10. The symptoms were aggravated by walking. In addition to left knee pain the patient was also experiencing clicking (onset date: (B)(6) 2017; latency unknown) patient had passive painful range of motion. On (B)(6) 2017, patient had office visit. On an unknown date in (B)(6) 2017, patient had a slight increased warmth and a little bit of effusion, but his range of motion was 1 degree to about 110 degrees range of motion. It looked like his knee was functioning fairly well with no signs of infection. It was reported that patient flu-like symptoms during that time and now seemed to be resolving and seemed to be improving. On (B)(6) 2018, the patient still had knee pain and had been extremely exhausted since it all started. Corrective treatment: walker for had to use a walker to get around/required a walker to move around/could barely move; none for had to miss work/spent three days out from work, flu like symptoms, red swollen knees/left knee swelling/ severe swelling/ inflamed, red swollen knees/red inflamed/seemed to be getting worse, left knee pain/pain/extreme pain in left knee got worse; not reported for rest of the events. Outcome: not recovered for had to use a walker to get around/required a walker to move around/could barely move, had to miss work/spent three days out from work, flu like symptoms, red swollen knees/red inflamed/seemed to be getting worse, left knee pain/pain/extreme pain in left knee got worse and inflamed and red swollen knees/left knee swelling/ severe swelling/ inflamed; unknown for rets events a pharmaceutical technical complaint (ptc) was initiated and global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: disability for had to use a walker to get around/required a walker to move around/could barely move, unable to bear weight and device malfunction additional information was received on 27-dec-2017 from the patient. Event of had to use a walker to get around was updated to had to use a walker to get around/required a walker to move around; red swollen knees/left knee swelling was updated to red swollen knees/left knee swelling/ severe swelling and left knee pain was updated to left knee pain/pain. Event of device malfunction was added. Clinical course was updated and text amended accordingly. Additional information was received on 08-jan-2018 and 12-jan-2018 (processed together with clock start date as 12-jan-2018) from the patient. Medical, allergy history and concomitant medications were added. Global ptc number was added. Verbatim was updated for the events of left knee pain/pain/extreme pain in left knee got worse, red swollen knees/left knee swelling/ severe swelling/ inflamed, red swollen knees/red inflamed/seemed to be getting worse, had to miss work/spent three days out from work and had to use a walker to get around/required a walker to move around/could barely move along with its outcome. Clinical course was updated and text was amended accordingly. Additional information was received on 26-jan-2018 from physician. This case became medically confirmed. Events of unable to bear weight, painful range of motion, experiencing clicking, slight increased warmth and little bit effusion were added along with its details. Related case ID added. Medical history and concomitant medication added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company follow up comment dated 26-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and hadweight bearing difficulty, had to use a walker to get around, had to miss work, left knee swelling,warmth, clicking, red swollen knees, and left knee pain. Although exact event onset date has not been provided in the case, temporal relationship can still be established between the events and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, pharmacological plausibility of the events to the product cannot be excluded.

Event description:
This unsolicited case from united states was received on 20-dec-2017 from a patient. This case concerns a (B)(6) year old male patient who received treatment with synvisc one and later after unknown latency had to use a walker to get around/ required a walker to move around, flu like symptoms, had to miss work, red swollen knees/left knee swelling/ severe swelling, red swollen knees and left knee pain/ pain, also, device malfunction was identified for the reported lot number. No concomitant medication or concurrent condition was provided. The patient had past treatment with synvisc one (shot 5-6 times with no issues). The medical history included: stage 4 renal disease (it was almost that he was septic). On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection (dose: unknown) once for bone on bone in his left knee. On an unknown date in (B)(6) 2017, the patient had had pain, swelling and hurts everywhere. It was reported that the patient's healthcare professional did not think it was infection because his symptoms were a little better, he did not have a fever and did not feel it was necessary to get a fluid sample. On an unknown date in (B)(6) 2017, the patient had been white, pale, sore and extremely exhausted. Normally the patient was very active. It was reported that the patient had to miss work last week because of the symptoms he was experiencing. It was reported that the patient planned for replacement of his left knee next year due to bone on bone. On an unknown date in (B)(6) 2017, the patient had a reaction to a synvisc one injection that he's never had before. On an unknown date in (B)(6) 2017, the patient had to use a walker to get around when he normally plays golf. He doesn't know if he was injected with the recalled lot. On an unknown date in (B)(6) 2017, the patient had red swollen knees and body aches and he thought he had the flu. The doctor he saw told him it wasn't the flu but it was all the flu like symptoms. Corrective treatment: had to use a walker to get around for "had to use a walker to get around" (walking difficulty); not reported for rest of the events. Outcome: unknown for all the events a pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: disability for had to use a walker to get around and device malfunction additional information was received on 27-dec-2017 from the patient. Event of had to use a walker to get around was updated to had to use a walker to get around/required a walker to move around; red swollen knees/left knee swelling was updated to red swollen knees/left knee swelling/ severe swelling and left knee pain was updated to left knee pain/pain. Event of device malfunction was added. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company follow up comment dated 27-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and had to use a walker to get around, had to miss work, experienced flu like symptoms, left knee swelling, red swollen knees, and left knee pain. Although exact event onset date has not been provided in the case, temporal relationship can still be established between the events (except for flu like symptoms) and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, pharmacological plausibility of the events (except for flu like symptoms) to the product cannot be excluded.

Event description:
This unsolicited case from united states was received on 20-dec-2017 from a patient. This case concerns a (B)(6) male patient who received treatment with synvisc one and later after unknown latency had to use a walker to get around/ required a walker to move around/could barely move, flu like symptoms, had to miss work/spent three days out from work, red swollen knees/left knee swelling/ severe swelling/ inflamed, red swollen knees/red inflamed/ seemed to be getting worse and left knee pain/pain/ extreme pain in left knee got worse; also, device malfunction was identified for the reported lot number. The patient had past treatment with synvisc one (shot 5-6 times with no issues). The medical history included: stage 4 renal disease (it was almost that he was septic), problems with both knees and had right knee replaced surgically (in 2016), right shoulder surgery for torn rotator cuff, high blood pressure (bp), gastric bypass (2009) and anterior cruciate ligament (acl) and lateral collateral ligament (lcl) repair (in 2000). Patient was allergic to quinolones (hives). Concomitant medications included calcitriol, sevelamer carbonate, chlortalidone (chlorthalidone), nebivolol hydrochloride (bystolic), lisinopril and vitamin supplements. Concurrent condition included decreased kidney function. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection (dose: unknown; lot number 7rsl021) once for bone on bone in his left knee. Patient was in extreme pain in the left knee and it got worse over the weekend. On an unknown date in (B)(6) 2017, the patient had pain, swelling and hurts everywhere. It was reported that the patient's healthcare professional did not think it was infection because his symptoms were a little better, he did not have a fever and did not feel it was necessary to get a fluid sample. On an unknown date in (B)(6) 2017, the patient had been white, pale, sore and extremely exhausted. Normally the patient was very active. It was reported that the patient had to miss work last week because of the symptoms he was experiencing. It was reported that the patient planned for replacement of his left knee next year due to bone on bone. On an unknown date in (B)(6) 2017, the patient had a reaction to a synvisc one injection that he's never had before. On an unknown date in (B)(6) 2017, the patient had to use a walker to get around when he normally plays golf. He doesn't know if he was injected with the recalled lot. On (B)(6) 2017, the patient called to complain about pain. On an unknown date in (B)(6) 2017 (probably (B)(6) 2017), the patient had red/ inflamed swollen knees and body aches and he thought he had the flu. It seemed to be getting worse. The doctor he saw told him it wasn't the flu but it was all the flu like symptoms. Patient spent three days out form the work as he could barely move. On (B)(6) 2017, the patient visited the office to see doctor. On (B)(6) 2018, the patient still had knee pain and had been extremely exhausted since it all started. Corrective treatment: had to use a walker to get around for " had to use a walker to get around/required a walker to move around/could barely move" (walking difficulty); none for rest of the events. Outcome: not recovered for had to use a walker to get around/required a walker to move around/could barely move, had to miss work/spent three days out from work, flu like symptoms, red swollen knees/red inflamed/seemed to be getting worse, left knee pain/pain/extreme pain in left knee got worse and inflamed and red swollen knees/left knee swelling/ severe swelling/ inflamed a pharmaceutical technical complaint (ptc) was initiated and global ptc number 51497. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: disability for had to use a walker to get around/required a walker to move around/could barely move and device malfunction additional information was received on 27-dec-2017 from the patient. Event of had to use a walker to get around was updated to had to use a walker to get around/required a walker to move around; red swollen knees/left knee swelling was updated to red swollen knees/left knee swelling/ severe swelling and left knee pain was updated to left knee pain/pain. Event of device malfunction was added. Clinical course was updated and text amended accordingly. Additional information was received on 08-jan-2018 and 12-jan-2018 (processed together with clock start date as 12-jan-2018) from the patient. Medical, allergy history and concomitant medications were added. Global ptc number was added. Verbatim was updated for the events of left knee pain/pain/extreme pain in left knee got worse, red swollen knees/left knee swelling/ severe swelling/ inflamed, red swollen knees/red inflamed/seemed to be getting worse, had to miss work/spent three days out from work and had to use a walker to get around/required a walker to move around/could barely move along with its outcome. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company follow up comment dated 12-jan-2018: the follow up information received dose not change the previous case assessment. This case concerns a patient who has received synvisc one injection from the recalled lot and had to use a walker to get around, had to miss work, left knee swelling, red swollen knees, and left knee pain. Although exact event onset date has not been provided in the case, temporal relationship can still be established between the events and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, pharmacological plausibility of the events to the product cannot be excluded.